Event description:
It was reported that during a routine follow up, the physician noted out of range atrial impedance on a competitor lead. These out of range values were obtained when the patient crossed her arms. Several episodes of inappropriate ams and atrial noise interference were also recorded due to noise on the atrial channel. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.